Event description:
Customer reported a normal saline continuous infusion running at 100ml/hr was found off without an alarm. The device screen displayed infusion complete. Carefusion clinician reviewed with the customer that if they are using the delay option feature scenario can occur if they do not program a callback for after. She is not sure if delay options was used when the infusion was programmed. There was no pt harm and no medical intervention was required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
MFR's report date: (B)(4) 2012. Internal file no. (B)(4). The customer stated that the product will not be returned because the devices were not sequestered.